Event description:
It was reported, via e-mail, that the customer has passed away. A request was made not to contact the family of the deceased. No further details were provided regarding the customer's passing or the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.